Event description:
The us complainant in (B)(6) 2023 had a three-day cp support for a patient transferred to the tertiary center. The pump support was for three days until the family withdrew care, and the patient eventually expired. Abiomed¿s long-term outcome and quality indicator (loqi) impella registry database later in august 2024 noted an access site bleed that required intervention. The bleed from patient repositioning was treated by vitamin k, fresh-frozen plasma, and red blood cells. Manual pressure was applied and dressing around the site was also changed. The cp was also manipulated to attempt to resolve bleeding. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. The root cause of the access site bleeding was most likely patient movement since the patient started to bleed while being repositioned. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿